Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up 2 is being submitted to fill the gap in report sequence numbers.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Added: a2, a4, b5, b7. H10 additional narrative: depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation alleges that the patient suffers from pain, loosening, and metallosis among other injuries. Patient is a resident of (B)(6). Update (B)(6) 2017: pfs and medical records received. Pfs now alleges clicking. After review of the medical records for MDR reportability, the medical records indicated a revision in (B)(6) 2013 (no operative note provided). There was a 700 ml blood loss noted during the primary operation, but no complications noted. At this time there is no new information that would change the existing MDR decision.

Event description:
Litigation alleges that the patient suffers from pain, loosening, and metallosis among other injuries.

Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up 1 is being submitted to fill the gap in report sequence numbers.